Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String came unattached from the tampon itself. I am currently at urgent care hoping to get it removed [foreign body in reproductive tract] went to remove my tampon today and the string came unattached from the tampon [complication of device removal] the string came unattached from the tampon [device breakage] case narrative: consumer reported via email that the tampon string came unattached during removal. No serious injury was reported.